Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) backlighting was too dim to see the display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the lcd backlighting was too dim to see the display. The rse provided the customer with the parts ID for a user interface (ui) assembly without the nav-ring. The rse informed the customer that the ui assembly and ui printed circuit board assembly (pcba) were on backorder with no estimated time arrival (eta). The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17577